Event description:
It was reported that the patient had a driveline communication fault. The alarm was cleared with a self-test, and no modular cable disconnection was noted upon visual assessment. The patient denied trauma or water exposure. Log files for before clearing the alarm and after clearing the alarm were submitted for review. The log files captured the onset of the driveline communication (b) faults. The pump appeared to be operating within normal parameters. The second set of log files contained an additional few minutes of data following the clearing of the alarm and the fault appeared to have resolved. The patient's modular cable and system controller were exchanged which resolved the alarms and the alarms had not returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault was confirmed via log file analysis. The controller event log files confirmed a continuous driveline communication fault alarm, associated with com_b_fault flags, on (B)(6) 2024. The alarm ultimately resolved, and no other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. Information provided by the account stated that no modular cable disconnection was noted on visual assessment, there was no trauma or water exposure to the modular cable, the alarm was cleared via an alarm self-test, and the alarms did not return. Additionally, it was reported that the modular cable and system controller were exchanged. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.